Manufacturer narrative:
The investigation confirmed that lower than expected vitros phyt results were obtained from four different samples collected from the same patient that were processed on a vitros 4600 chemistry system. The most likely assignable cause for the lower than expected patient sample results is an unknown interferent specific to that patient. Based on the quality control data documented, a vitros phyt reagent is not a likely contributing factor to the event. Although no within-run precision testing was completed, the customer stated that there is no instrument issue as the issue is isolated to samples collected from a single patient, and quality control results across two different reagent lots were within acceptable criteria.

Event description:
The customer observed lower than expected vitros phyt results obtained from four samples collected from the same patient using vitros phyt slides on a vitros 4600 chemistry system. (B)(6). Biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).